Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/18/2019. Additional information was requested and the following was obtained: please provide photos? Working to retrieve photos what date did the reaction occur post op? At one week follow up. How many days post op was the dermabond removed? One week. How was the reaction treated ?product removed, po benadryl, topical hydrocortisone incision size of product application? How was the product applied and how many layers applied? Unknown. What prep was used prior to, during or after dermabond use? Prep used prior to incision and saline rinse prior to application of dermabond at end of case; skin prep used chloraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? Skin is closed with monocryl suture. Abdominal binder is used on patients. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Were any patch or sensitivity tests performed? No. Do you have the lot number involved? No. What is the physicians opinion of the contributing factors to the reaction? Unknown. What is the most current patient status? No further complaints. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth? - (B)(6) yrs old; female; bmi (B)(6). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Patient pre-existing medical conditions - obesity. What does the reaction look like? The reaction is around he trocar site where dermabond has been placed reaction looks like contact dermatitis.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos; procedure name; initial procedure date. What date did the reaction occur post op? How many days post op was the dermabond removed? How was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. Incision size of product application? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product code and lot number involved? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a of a conversion roux-en-y from a sleeve to a bypass on (B)(6) 2018 and topical skin adhesive was used. Post operatively, the patient experienced a reaction, her symptoms were rash and itchiness. The dermabond was removed and the patient was treated with hydrocodone topical cream and benedryl. The patient had no history of allergies. Additional information has been requested.